Manufacturer narrative:
The device was returned to the factory for evaluation. The loader was returned and the delivery device was not. No evidence of blood was observed on the device. The seal and tension spring assembly remained inside the loading device. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hosp reported that during a coronary artery bypass procedure, the seal failed to properly load on the heartstring iii. The procedure was completed by opening a new heartstring. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).